Manufacturer narrative:
The date received by manufacturer has been used for this field. The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed in sections and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that IV set/c35/20drop/f/1cq/std/20cmll/pb leaked. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: as confirmed on the actual item, liquid leakage was recognized. Chemical solution leakage occurred from the air vent (exhaust hole) at the bottom of the filter. Therefore we asked the manufacturer of filter to investigate the relevant parts. According to the survey results by the filter vendor, liquid leakage from the air vent was caused by the hydrophobic membrane being peeled off from the resin housing inside. It was confirmed that circular hydrophobic membranes were normally welded at the time of manufacture due to the observation of the white marks on the hydrophobic membrane and the resin housing and the resin around the entire circumference. At our company, we perform all exterior inspection of assemblies just before putting in sterile bags. Because the leakage was recognized during use, this event was caused by excessive counter pressure applied to the filter by clamping the clamp at the bottom of the filter and closing the upstream side of the three-way stopcock and sending it from a three-way stopcock etc. It was estimated that peeling occurred in the hydrophobic membrane due to usage. No anomaly found on DHR review.

Event description:
It was reported that IV set/c35/20drop/f/1cq/std/20cmll/pb leaked. No serious injury or medical intervention was reported.